Manufacturer narrative:
Customer reported that the surgiphor bottle broke during a case. No patient impact has been reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, there was a broken surgiphor bottle during a case. No health consequences were reported.

Event description:
As reported, there was a broken surgiphor bottle during a case. No health consequences were reported.

Manufacturer narrative:
Customer reported that the surgiphor bottle broke during a case. No patient impact has been reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: this supplemental MDR is submitted to document the result of investigation performed to analysis root cause. From the photos received, the surgiphor bottle was observed to be cracked in the middle with the plastic cap still inserted. A device history record review found no non-conformances associated with this issue during production of this batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.